Manufacturer narrative:
Investigation summary: on 12dec2017, (B)(4) received one (1) loose 1ml, 6mm syringe from reported batch# 6263589. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe (B)(4), it was noted that the sample received exhibited a small plastic-like piece of foreign material, as described by the complainant. This material was found along the exterior wall of the cannula. Ftir spectral analysis was performed in franklin lakes as a part of the initial investigation and determined the material to be most closely resembling polyethylene. Visualization of the material under 4x magnification showed a slightly orange-ish coloring to the material, suggesting the material was that from a syringe shield. The interior of the sample's shield was further examined, however, no damage was noted at this time. Investigation conclusion: probable root cause likely to be due to a phenomenon found on the production floor termed "angel hair". As some components are moved around the plant via a pressurized tube transport system, called "pea shooting", the friction of plastic components on plastic tubing sometimes creates filaments of material from either source. These filaments come in varying lengths and can be from any of the materials used in the production of the syringe or the tube transport system itself. Occasionally these find their way into the finished product; although not intended to be a part of the finished syringe, they do not represent a sterility breach or other harm to the end user, as they are easily noticed during initial activation of the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that a white foreign matter was found on the tip of the bd ultra-fine¿ insulin syringe 31 g x 6 mm needle, before use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation: device history record review ¿ a review of the device history record was completed for batch# 6263589. All inspections were performed per the applicable operations qc specifications. Investigation summary: customer returned (1) loose 1cc, 6mm syringe. Customer states that there is material at the tip of the needle. The returned syringe was examined under the microscope and exhibited a strand of material on the surface of the cannula shaft. A small portion of this material was removed from the cannula and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of polyethylene. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. This fm likely represents what we call ¿angel hair¿. This is created when we move components from one line to another via the tube ¿pea shooters¿. This is a pressurized tubing transport system made of polyethylene plastic; as the components move through the pea shooters, occasionally small fragments of the plastic tube are stripped off and form this angel hair. In this case, it most likely found it¿s way into the shield and ultimately onto the cannula. There are various efforts within the plant to try and help reduce and hopefully eliminate this, however, it is an inherent portion of the process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time sample will be forwarded to manufacturing ((B)(6)) on (B)(6) 2017 for further review. When additional investigation information is available, a supplemental will be filed.